Manufacturer narrative:
Investigation conclusion: pr #: (B)(4), cr#: (B)(4), type: MDR with sample. Part #: 382533, lot #: 7191704. As reported: catheter broke/separated after placement. Event description: I received an autogaurd IV cath 20ga that has broken during retraction I would like to send this back for evaluation please let me know what I need to do. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 7191704 ¿ the lot number was built and packaged on afa line 11, from july 19, 2017 thru july 23, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used iag/bc 20ga unit and an opened package from the lot number 7191704. The unit consisted of the retracted needle safety barrel assembly. Visual/microscopic examination: observed the needle was retracted into the safety barrel and the hub was partially extended out the end of the barrel. Observed that the end of the safety barrel was broke off and cracks were observed in the area of the damage. Observed there was holes or tears in the package top or bottom web. Test description method no results visual/microscopic, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation exhibited damaged to the end of the safety barrel. Investigation conclusions: the defect catheter broke/separated after placement; as stated as the reported code was not confirmed based on evaluation of the returned unit. Confirmed that the end safety barrel was damaged and there were stress marks were observed in the area of the damage. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the customer¿s experience was achieved with the testing that was performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause description: relationship of device to the reported incident: indeterminate. Comment: although damaged safety barrel was found, it could not be determined if the damage resulted from manufacturing or from the user environment. Polycarbonate is a plastic that is resilient after being shaped during the molding process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 20 g x 1.88 in. Bd insyte¿ autoguard¿ shielded IV catheter malfunctioned and broke during retraction. There was no report of injury or medical intervention needed.